Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited poor capturing and sensing values. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of ¿poor sensing and poor thresholds¿ were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination was performed and it was found that the over-torque of the inner coil at the connector region is consistent with procedural damage. Visual inspection of the lead body did not find any anomalies the reported events were isolated to the inner coil being over torqued consistent with that occurring at the time of procedural.